Event description:
It was reported that during a returned order service a system failure occurred. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Visual inspection indicates that the tamper seal/broken. The battery was a non-original equipment manufacturer (OEM). The history event/error log review indicates maintenance is recommended. The problem was duplicated during testing. The cause of the reported problem is maintenance. Maintenance in recommended needs to be reset after preventive maintenance is performed. Action taken: the non-OEM battery was replaced, and functional test passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.